Event description:
It was reported in the subject device the image was not staying on the screen and was shut down by itself. The issue occurred during a therapeutic lobectomy procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1-facility address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found air leak on the rear cover of the main unit. Based on the results of the investigation, a probable root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.